Manufacturer narrative:
Internal complaint reference: case-(B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a rusted base and chassis. Functional evaluation revealed no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a tonsillectomy procedure, the foot control atlas was not working properly, sometimes it would activate the device and other time it would not. The procedure was completed with a backup device with no delay nor patient injury.